Event description:
The catheter broke and migrated. No other information provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. Chr showed no other similar product complaint(s) from this lot number.